Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchiness that feels like little balls on the back and chest. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacy provided a cream for the skin irritation. Follow up indicated that the skin irritation improved.